Manufacturer narrative:
(B)(4)

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left arterial fistula. A 035/145 amplatz super stiff¿ guide wire crossed the lesion. However, half way through the procedure the tip got separated from the wire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has distal tip damage, as part of overall visual revision. The device has its distal section fractured (core wire). The distal tip of the wire (fractured section) is still attached to the distal end of the coil of the device. The coil over the core wire is unraveled and the distal section of the body of the device, the fractured end, is uncovered. The bigger fractured section, the one containing the proximal end, measures approximately 142.4 cm from its proximal end. The second fractured section, the one containing the distal end, measures approximately 2.6 cm from its distal end. The device presents its distal tip kinked as well. The outer diameter of distal tip, middle of the device and proximal section were within specification; however, the overall length could not be performed because of the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left arterial fistula. A 035/145 amplatz super stiff guide wire crossed the lesion. However, half way through the procedure the tip got separated from the wire. The procedure was completed with a different device. No patient complications were reported.